Manufacturer narrative:
The used company cartridge was returned. No viscoelastic was visible in the returned cartridge. The cartridge was not "clogged". The nozzle had stress. The nozzle had pressure mark/line on the bottom leading to an aneurysm. The tip had a large aneurysm on the bottom center and heavy stress. This appeared to have been caused by a handpiece plunger. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated. A non-qualified viscoelastic was indicated. The used company cartridge was not "clogged". The root cause for the reported issue appeared to be related to a failure to follow the IFU. No viscoelastic was visible in the returned cartridge. The cartridge had damage to the nozzle and tip, which would indicate a plunger underride occurred. The nozzle had pressure mark/line on the bottom leading to an aneurysm. The tip had a large aneurysm on the bottom center and heavy stress. This damage would indicate the lens/plunger were not in acceptable positions for advancement. In addition, a non-qualified viscoelastic was indicated. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, the lens could not be ejected due to clogging at the time of insertion. Additionally, the leading haptic became twisted during setting process. This issue occurred intraoperatively, prior to the lens being implanted in the patient. The surgery was successfully completed after the product was replaced with a new iol. Additional information was requested.